Manufacturer narrative:
The customer¿s report of a disconnection was confirmed. A visual inspection confirmed the customer's experience as the sample was received in two parts; the tubing appeared to have been cut in two. The root cause of the disconnection was not identified.

Event description:
The reported feedback suggests that there is a disconnection. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The reported feedback suggests that there is a disconnection. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.